Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. The patient mother reported that the patient experienced high blood glucose levels due to tubing issue on (B)(6) 2025, therefore patient had received insulin pump. The patient also mother reported that the tubing was broken. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008570, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008570 was manufactured according to the work instruction (wi) version 80 and packaging in the machine multivac 12 on 09-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g06122 was manufactured according to the wi version 27 and manufactured in the line assembly of quick, on 09-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g06141 was manufactured according to the wi version 27 and manufactured in the line assembly of quick, on 09-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g06142 was manufactured according to the wi version 27 and manufactured in the line assembly of quick, on 10-aug-2024, with a total of 29,200 units. The sub-assembly, gluing tube of the lot 4g06097 was manufactured according to the wi version 42 and manufactured in the machine gluing 04-08, on 08-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.